Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home-care patient that alarm number 02 occurred on her pump. The patient received an occlusion alarm on an unknown date. It was stated that system checks determined that the tubing was the cause of the issue. The cartridge of insulin had been used for 3 days. The patient's blood sugar rose to 240 mg/dl, and she planned to administer a bolus of insulin after she changed the tubing. No additional health care assistance was required, and no permanent injury occurred. See related MFR # 2183502-2016-01645.